Event description:
It was reported that the device red x indicator intermittently blinks. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a battery pca(printed circuit assembly) was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.